Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic endometriosis, the instrument stopped working after 40 minutes of procedure even when another battery was installed onto the device. The problem was with the dissector - the active tip broke and fell outside the patient's cavity. The surgeon observed the cavity to ensure that no part of the device was left inside. Another device was used to complete the case. No patient harm.